Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during nc trek preparation, the device was unable to connect to the indeflator. The hub had cracked and the hubs back came off. The device was discarded and not used. There was no patient involvement. There was no additional information provided regarding this device issue.